Event description:
The customer reported a leak from the filter extension set during a lipid infusion in the nicu. The leak appeared to be caused by a clogged filter. Although requested the customer did not indicate patient harm.

Manufacturer narrative:
Correction: based on the failure investigation, this set is no longer considered a suspect.

Manufacturer narrative:
(B)(6). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a clogged lipid filter extension set, when the rn was checking the patient lines a leak/moisture was noted from the extension set .there was no report of patient harm. The event occurred in the (B)(6).